Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power error, power loss alarm and replace battery alert. The power management tool confirmed power error, power loss alarm and replace battery alert was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device received with minor scratched lcd window, stained keypad overlay, cracked case(battery tube), cracked battery tube threads cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm without prior low battery alarm. The patient¿s blood glucose level was 15.0 mmol/l at the time of the incident. Physical damage was also reported on insulin pump. Reportedly, blood glucose value was high due to the pump shutting off over night. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.